Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead was taken out of service due to observed impedance issues. The ra lead showed a lead conductor fracture; therefore, it was surgically abandoned. The pacemaker was explanted, and a new pacemaker and ra lead were implanted at the same procedure. No additional adverse patient effects were reported.